Event description:
The customer reported that the device does not deliver the correct energy into the defibrillator analyzer. There was no reported patient or user involvement and no adverse patient/user impact.